Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient was trying to charge the implantable neurostimulator (ins) and couldn¿t get coupling bars/communication. The patient was getting the ¿reposition antenna¿ screen. The patient had been trying for 40 minutes changing the antenna position and playing with the recharger (insr). The patient tried everything and was not able to communicate with the implant. The patient lost 70 pounds and hadn¿t used therapy often, but charged the implant. Even when the patient doesn¿t use the implant, it still lost charge like ¿trickle down¿ or something. The last time the patient charged, the ins was a fourth full and was 2 months ago. The patient could reportedly go 6-8 weeks without charging. An ins overdischarge was suspected. This had been going on the past year because he lost weight but this was the first time he was having problems charging. The patient felt stimulation about a month ago because of the weight loss, it got rid of some of the issues and ¿electrical feeling¿ he had that he hadn¿t used therapy. The patient usually ran therapy all the way down and would then charge it. The patent reportedly could feel that the ins had been ¿move¿ and he could m aybe turn it back. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.